Event description:
During routine follow-up of the device involved in this report, a warning message related to low impedance observed one day over the follow-up period was displayed. However, all follow-up data indicated normal impedance value.

Manufacturer narrative:
December (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.